Manufacturer narrative:
This supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted 12/31/2020. After investigation by merge healthcare support, the measurements were remapped and confirmed to be displaying correctly on the clinical cardio report. There were no customer reports of this issue. No further action is required. Revised information contained in this supplemental report includes the following: g6 - indication that this is follow-up report 001. H6 - evaluation codes: investigation findings 3200 incorrect data definition investigation conclusions: 143 quality control deficiency. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information from merge healthcare and other vendors systems including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. Merge cardio is intended to allow users to review diagnostic and non-diagnostic quality images, annotate studies, perform digital subtraction on images, to perform quantitative measurements on images (including but not limited to quantitative coronary analysis, left ventricular analysis, time, area, length, velocity, angle, volume, and velocity-time integrals), to generate physician generated clinical reports (via structure reporting and template based tools), and to store this information in a database. On (B)(6) 2020, an internal investigation revealed that due to two measurements being mapped to the same code, one measurement could overwrite the other in the clinical cardio report. The "mr flow rate" measurement and the "max velocity (mr)" measurement were both mapped to cpcode (10607). Internal resolution is in process. A supplemental report will be filed when more information is available. This has the potential to delay patient treatment and/or diagnosis. There have been no client reports of this issue. There have been no reports of patient injury or harm as a result of this issue. Reference complaint (B)(4).